Event description:
Heartsine was informed by email of this event in 2008. The customer reported that pad was used in an emergency event, the electrodes were applied to the patient's chest, however, the pad unit did not carry out analysis of the heart rhythm but repeated the voice prompt "apply pads to patient's bare chest". It was reported that the patient died, however, their heart was not in vf rhythm.

Manufacturer narrative:
Heartsine has established that the fault with the returned pad occurred due to a mechanical failure caused by external damage to the pogo pins that provide the connection between the electrodes in the pad-pak and the device. Heartsine has sent the damaged components to our supplier to investigate the cause of the damaged pins. At present the customer has been sent a loan device and is being updated on the progress of the investigation. We will provide you with a follow up report when we receive the investigation report back from our supplier.